Event description:
Customer reported one occurrence of inr low on a protime instrument. No further details regarding the occurrence provided.

Manufacturer narrative:
This MDR submitted (B)(4) 2010 references itc complaint (B)(4). Method: product evaluated. Device history record, ncmr, CAPA and complaint history evaluated. Result: device performed according to specifications. Conclusion: device evaluated and alleged failure could not be duplicated. Itc complaint case additional reference: (B)(4): MDR# 2248721-2010-00162.